Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported to covidien that there was an issue with their enteral feeding pump. Per additional information received from the service technician on (B)(6), the unit was powering off during testing.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump - damaged part", specifically the lcd. The unit was triaged and the reported issue was not confirmed. However, during triage, it was found that the unit experienced intermittent power. The root cause of reported condition was due to the battery not holding a charge. This is typical routine maintenance. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.